Event description:
After giving im injection, rn closed the safety cap of the 21g 1.5 needle. When doffing isolation gown the needle came through the end of the safety cap and punctured left bicep. FDA safety report ID # (B)(4).